Event description:
The fe reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.